Event description:
It was reported the device exhibited high trans-membrane pressure (100mmhg) after 30 hours of use. Transmembrane circuit pressure rose from 8-10 to greater than 140 over a few hours of time. The device gas exchange did not seem impaired, however, at the same time rpm's increased twofold to maintain the prescribed blood flow to the pt. Elevated plasma free hemoglobin. Decreased extra corporeal lung support flow sooner than planned, necessitating high ventilator settings. Decision was made to discontinue extra corporeal lung support and decannulation procedure rather than changing out the device or circuit. (B)(4).